Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-jul-2025. Investigation summary: bd received (B)(4) samples and 2 photos for investigation. The photo was reviewed, and the indicated failure mode for gel smearing was not observed. The photo showed a tube without defect as bd purposefully angles the separation gel for this model of tube. Additionally, 30 of the (B)(4) customer samples were randomly selected for a visual inspection for additive abnormality and gel defects and the indicated failure mode for poor barrier separation with the incident lot was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on customer sample testing. This complaint is unable to be confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿, unevenly distributed gel and poor barrier separation were seen in one patient sample resulting in recollection. No adverse impact was reported regarding the patient or us.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿, unevenly distributed gel and poor barrier separation were seen in one patient sample resulting in recollection. No adverse impact was reported regarding the patient or user.